Event description:
It was reported that during a sigmoid resection, after firing of device the surgeon checked the donuts of tissue for completeness. It was discovered that the proximal donut was not complete. Upon closer inspecton there were not any staples for about a quarter of the circumference of the anastomosis. Surgeon had to hand sew the remaining portion of the anastomosis and reinforced the stapled portion for security. This added approximately one hour to the procedure. There was no reported pt consequence and one device is being returned.